Manufacturer narrative:
H.6. Investigation summary bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that insyte autoguard gn 18ga x 1.16in catheter was defective. This was discovered during use. The following information was provided by the initial reporter: material no: 381444 batch no: unknown it was reported IV's are dull, the plastic over piece is larger and seems to bend easier.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that insyte autoguard gn 18ga x 1.16in catheter was defective. This was discovered during use. The following information was provided by the initial reporter: material no: 381444, batch no: unknown. It was reported IV's are dull, the plastic over piece is larger and seems to bend easier.